Event description:
Reporter stated that patient obtained back-to-back blood glucose results of 180 mg/dl, 590 mg/dl, and 350 mg/dl on the aviva system. No averse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in other country.